Event description:
The lay user / patient contacted lfs on (B)(6) 2012 alleging inaccurate high result on their one touch ultra mini meter compared to other lfs meters. The patient mentioned that they noticed the alleged high readings on (B)(6) 2012 . The patient tested on their lfs meters less than 30 minutes from one another and obtained the following readings on (B)(6) 2012: 6:51pm 176 mg/dl on the ultrasmart meter, 6:51pm 187mg/dl on another ultramini meter and at 6:51pm 197 mg/dl on the subject ultramini meter. At the same time the patient had developed symptoms of feeling hot, sweaty and nauseated. The patient did not seek any further medical attention or contact their physician for assistance. The product was replaced. The complaint is being reported since the patient alleged that due to the inaccurate readings, the patient developed symptoms suggestive of a serious injury based on lfs definition.

Manufacturer narrative:
(B)(4) - correction to serial number. The meter's serial number is (B)(4) not (B)(4) as previously stated in the initial report that was submitted on (B)(4) 2012. Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The primary complaint was not confirmed, the meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.